Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("(chronic) pain in the abdomen") in a 29 year-old female patient who had essure inserted (lot no. 50710200). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), back pain ("(chronic) pain in the back"), arthralgia ("(chronic) pain in the hips"), headache ("(chronic) pain in the head"), fatigue ("chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), heavy menstrual bleeding ("change in their menstrual cycle (abnormally heavy blood loss)"), hypersensitivity ("allergic reactions") and premature menopause ("early menopause") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, heavy menstrual bleeding, hormone level abnormal and hypersensitivity had resolved. The outcome of premature menopause was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause to be related to essure administration. The reporter commented: various physical symptoms have developed after the treatment (essure insertion). In the meantime, she had follow-up treatments on (B)(6) 2020 and as a result of the symptoms, she was hindered in her normal daily functioning, and she suffer damages. Lot number:50710200, manufacturing date:2013-01, expiration date 2016-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-feb-2023: quality safety evaluation of ptc. 16-feb-2023: ha number was provided. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("(chronic) pain in the abdomen") in a 29 year-old female patient who had essure inserted (lot no. 50710200). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), back pain ("(chronic) pain in the back"), arthralgia ("(chronic) pain in the hips"), headache ("(chronic) pain in the head"), fatigue ("chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), heavy menstrual bleeding ("change in theirmenstrual cycle (abnormally heavy blood loss)"), hypersensitivity ("allergic reactions") and premature menopause ("early menopause") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, heavy menstrual bleeding, hormone level abnormal and hypersensitivity had resolved. The outcome of premature menopause was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause to be related to essure administration. The reporter commented: various physical symptoms have developed after the treatment (essure insertion). In the meantime, she had follow-up treatments on (B)(6) 2020 and as a result of the symptoms, she was hindered in her normal daily functioning, and she suffer damages. Lot number:50710200, manufacturing date:2013-01, expiration date 2016-01-31. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 03-feb-2023: lawyer reporter, patient full name added. Patient initials updated. Event adverse event nos updated to (chronic) pain in the abdomen, back, hips and/or head, extreme and chronic fatigue, memory loss, concentration problems, change in their menstrual cycle (abnormally heavy blood loss), hormonal problems, allergic reactions, early menopause. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.